Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer was assisted with trouble shooting and was helped with fixing the prime. However, the customer did not feel comfortable with the insulin pump and requested to have it replaced. The customer will send the old pump back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.